Event description:
It was reported on (B)(6) 2012 that the physician's wand would not always communicate with the patient's vns. Sometimes the patient had to be sent home due to the fact that there was no communication possible. It was believed to be due to a problem with the wand but since the patient has not been confirmed to be able to be interrogated, it is unknown if the failure to communicate is due to the wand or the patient's generator. Good faith attempts for further information from the physician have been unsuccessful to date.

Event description:
When the manufacturer's representative went to visit the physician, it was reported that the programming system (wand and handheld) were not working. After checking the equipment, it appeared that the communication issues were repetetive. Some times the programming system could be used without any problems, and other times it could not under the same conditions. The system was tested several times in the same room with known working generators (the generators were interrogated by an alternate programming system and therefore were known to be working). Attempts to isolate the malfunctioning unit, between the wand and handheld, were unsuccessful. As the site has an alternate programming system, product analysis of the wand found that although a portion of the battery cover latch was broken and missing, this condition had no adverse impact on device performance. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. The investigation of the handheld, including product analysis, is reported in MFR #: 1644487-2013-03504.